Event description:
Patient's jejunotomy tube became clogged with medications. Unable to give medications or feeding through the jejunotomy tube. Attempted to clean clog in tubing with declogging tube by gently twisting while removing and approximately 6.6cm broke off in jejunotomy tube.